Manufacturer narrative:
The account replaced the side com power control board assembly to resolve the issue.

Event description:
The account alleged the bed is not sending a nurse call. No patient impact.